Event description:
It was reported that an ilet user experienced an occlusion alert after changing infusion set supplies, which resolved only after the user replaced all supplies with an elevated blood glucose of 254 mg/dl at the time of the occlusion. Customer care provided support that included user-reported troubleshooting, with no on-call troubleshooting performed because the user had already changed supplies and cleared the alert. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved following supply change, consistent with an infusion set obstruction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.